Event description:
It was reported that a beta bionics ilet user is unable to press yes on the device. The patient was provided a replacement device. There was no report of any adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.